Manufacturer narrative:
The permanent cautery spatula instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned, or if additional information is received. This complaint is being reported due to the following conclusion: during a da-vinci assisted thymectomy procedure, it was alleged that a fragment from the permanent cautery spatula instrument broke off and fell inside the patient. The fragment was reported to have been retrieved during the same da vinci surgical procedure. However, the cause of the breakage is unknown.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, a fragment from the permanent cautery spatula instrument broke off and fell inside the patient. All fragments were retrieved and there was no report of patient harm, adverse outcome or injury. On 11/30/2017, intuitive surgical, inc. (Isi) followed up with an operating room (or) nurse, and she stated the following: during a da vinci-assisted thymectomy procedure, while dissecting, the tip of the permanent cautery spatula instrument broke off and fell inside the patient right under the surgeon's vision. The surgeon immediately retrieved the fragment with another unspecified instrument. She confirmed that the permanent cautery spatula instrument never collided with the other instruments used. She also confirmed that the cannula and the instrument were inspected before use. She confirmed that the procedure was completed robotically, and the surgical task on hand was completed with another permanent cautery spatula instrument. No injury or adverse events were reported. She did confirm there was no video recording of the procedure.